Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube experienced poor barrier separation. The customer stated, "it was reported that there was poor gel separation in the tubes when they were spun. The sr would like to know why there is poor gel separation in the serum and plasma tube when they are spun. The sr stated that the customer is not having any issues with the tubes with any of their other patients. He believes their is no separation because the patient has leukemia and their white blood count is 500,000."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has provided troubleshooting related to the issue. The customer had indicated that the patient had extremely high white blood cell count due to leukemia, which could have contributed to the poor barrier separation. The customer indicated that the issue had not been observed with any other patents. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: based on the investigation, the most likely root cause was determined to be due to a patient condition. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube experienced poor barrier separation. The customer stated, "it was reported that there was poor gel separation in the tubes when they were spun. The sr would like to know why there is poor gel separation in the serum and plasma tube when they are spun. The sr stated that the customer is not having any issues with the tubes with any of their other patients. He believes their is no separation because the patient has leukemia and their white blood count is 500,000. "